Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Hypotension: noted hematoma on right anterior chest not relieved by intravenous fluid (ivf) bolus and manual pressure. The cause of the injury was not determined due to insufficient clinical details. Hematoma: hematoma formed at access site, manual pressure and required peripheral stent which was successful. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history this pump passed all post sterile inspection checks

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was presented with chest pain, cough, shortness of breath, dyspnea on exertion, and vomiting diagnosed as non-st-elevation myocardial infarction and treated with antibiotics for possible pneumonia. Left heart catheterization showed severe 90% distal left main coronary artery extending to left anterior descending artery. Ejection fraction of 35-40%. The patient was hypotensive during left heart catheterization and required levophed and was sent to the intensive care unit. Overnight the patient required bipap for respiratory support and was brought down for primary percutaneous coronary intervention of left main coronary artery and left circumflex artery with impella cp to support the patient. It was reported that there was a hematoma formed at access site, manual pressure was held and required peripheral stent which was successful. Blood pressure was soft and noted a hematoma on right anterior chest not relieved by in vitro fertilization bolus and manual pressure. Right radial access was obtained and the patient required 10 millimeters covered stent to stop extravasation which the physician assessed to be successful based on post-intervention angiogram. End-diastolic pressure measured at this time was three. Blood pressure recovered to systolic blood pressure greater than 90.